Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-09321. It was reported during the patient's postoperative recovery from the scs system implant procedure the patient experienced pain with no relief from the scs stimulation therapy. Consequently, the physician removed the patient's scs leads and the patient was treated with medication. Reportedly, the patient stated the pain had decreased after the explant of the leads.